Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patient went to urgent care and was prescribed (B)(6) (500 mg, to be taken 4 times daily). Patient continued to experience pain, irritation, swelling and puss, so three days later he sought additional medical attention. The patient's doctor diagnosed the infection (stated it could possible turn into (B)(6), lanced the infusion site (arm) and prescribed (B)(6) cream (2 mg, to be taken 3 times daily for 2 weeks).